Manufacturer narrative:
The complaint was confirmed. The returned curved cannula was analyzed and found that the distal tip was sheared off.

Event description:
It was reported that during an intercept procedure while the physician had difficulty removing the j-stylet. The physician tried to pry and ratchet the j-stylet out but eventually removed the assembly with the curved cannula. When the entire assembly was removed it was noticed that 2-3mm of peek material was sheared off from the curved cannula inside the patient. Based on the available information, bsc could not confirm the location of the device fragment. It was noted that the patient had hard bone. The procedure was completed successfully.